Event description:
It was reported that a user participating in the ilet experience study experienced a hypoglycemic event while recovering from surgery, and the cause of the event was unclear. Symptoms included hypoglycemia. Outcomes included no alarms or alerts associated with the event. Investigation included outreach to obtain additional clinical information and a blood glucose questionnaire. Investigation of this case revealed no device malfunction reported and insufficient information to attribute the event to a specific device component or use issue. It was concluded, based on previously established findings for similar reports, that the cause was unable to be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.